Event description:
A report was received from the customer stating that the mets trial kit they were supplied had the wrong curve.

Manufacturer narrative:
The device history records were reviewed and no non-conformances were identified. The investigation is ongoing, a supplemental report will be provided.

Manufacturer narrative:
Upon review of this complaint file it has been identified that this device is not marketed in the USA and the complaint is not a reportable event. The component was a trial item presented to the surgeon a week prior to surgery and this was when the incorrect curve of the trial was noticed. An MDR was filed at the time in good faith. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends.

Event description:
A report was received from the customer stating that the mets trial kit they were supplied has the wrong curve. This is a supplemental report to 3004105610-2015-00007 ((B)(6).